Event description:
A malfunction on the pump was reported. There was no reported adverse impact on the customer's blood glucose levels. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.